Event description:
Patient had cardiac status of silent ischemia at 3 year follow up. Approximately 3 years and 3 months post index procedure the patient underwent a ptca procedure due to objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent) presumably related to the target vessel. One endeavor resolute rx drug eluting stent was implanted in the proximal rca (target vessel). The investigator reports that the event had no relation to the study device/ procedure. No additional clinical sequelae was reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi). Evaluation: conclusion: no conclusion can be drawn.

Event description:
The pt had one endeavor rx drug-eluting stent implanted in the mid rca during the index procedure, and 2 endeavor rx drug-eluting stents implanted in the mid lad during a staged procedure, approximately 2 weeks later. Clinical evaluations committee adjudicated that a suspect mi (non q wave mi) occurred on the same day as the staged procedure in the territory of the index vessel. At 30 day/6 months/1 year/1.5 year/2 year/3 year follow ups: pt was asymptomatic. (Ref MFR# 9612164-2011-00702 & 9612164-2011-00704).